Manufacturer narrative:
(B)(4).

Event description:
The customer reports that a central line was placed and when pulling the wire out of the actual line, a fair amount of resistance was felt. The wire ended up breaking and the whole catheter had to be pulled out. On inspection the wire looked like the outer coil remained intact and the central straight wire broke. There was no patient injury or consequence.

Manufacturer narrative:
(B)(4). The customer returned one guide wire for evaluation. Visual examination revealed the guide wire is unraveled from the distal weld. The core wire distal j-bend was slightly deformed and exposed out of the coil wire. Microscopic examination of the guide wire confirmed the core wire was also broken adjacent to the distal weld. The exposed distal core wire tip is tapered and discolored at the point of separation. The coil wire was fractured and contained signs of necking. The proximal weld is present and appeared full and spherical. Microscopic examination of the catheter and insertion components did not reveal any defects or anomalies. Visual inspection of the catheter could not be performed as the catheter was not returned. The outer diameter of the guide wire was measured and was found to be within specification. A manual tug test confirmed that the proximal weld was intact. A device history record review was performed with no relevant findings. The instructions-for-use (IFU) provided with this product describes suggested techniques to minim ize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire was unraveled was confirmed through examination of the returned sample. The guide wire core wire was broken adjacent to the distal weld. Dimensional inspection and a device history record review did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context likely contributed to this event, however, the probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that a central line was placed and when pulling the wire out of the actual line, a fair amount of resistance was felt. The wire ended up breaking and the whole catheter had to be pulled out. On inspection the wire looked like the outer coil remained intact and the central straight wire broke. There was no patient injury or consequence.